Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, far field r-wave over-sensing was suspected and noise reversion episodes were noted. It was also noted that atrial signals were hard to see. Re-programming was performed and the patient condition was stable.

Manufacturer narrative:
Correction for h6 coding.